Manufacturer narrative:
Date of event: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the locking screw at the distal part was found broken on (B)(6) 2014. The reported locking screw was initially implanted on (B)(6) 2014 with japanese antegrade femoral nail (jafn) for femoral diaphysis fracture. The surgeon used another manufacture¿s nailing system product after extracting jafn at the re-operation on (B)(6) 2015. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: we have received the broken locking screw back for investigation. The received condition of the star drive can be described as worn but functional. The tip section is worn and the upper thread is shaved off. Reviewing the device history record (DHR) showed no deviation to the specifications. This screw was manufactured in march 2014. Body and bone movements can lead to a breakage of implants. Increasing torque and force may have caused to an overloading over the allowed and tested breaking point. We cannot determine exactly the root cause which has led to this occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.